Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case close complete, customer called in with compatible error when try to flash 8015 unit with wrong firmware files. I walk customer thought get the correct firmware files loaded onto his asm software v9.19. They have some older 8015 units needs to be upgrade from v9.14 to v9.19 to be able to connect to the network at the hospital, all there new units are at v9.19 once firmware files loaded, I was able to walk customer through steps start flashing one 8015 unit let customer go while unit was being flash use the asm software. Once the flash completes hen transfer network config onto the unit. (B)(4). 8015 4.7 unity. Serial # (B)(4). Customer called in for help after he got an error when try to transfer network config. Onto older 8015 4.7 units with software v9.14 that receive from another hospital. Error was rf card is not compatible new 8015 5.7 units has software v9.19 customer needs to first upgrade software on older units from v9.14 to v9.19 then try to transfer network config ont the unit once complete. Walk customer through steps on his asm software to locate in his profile weather he has the right firmware files load for v9.19 he does. Had customer to connect one of the older 8015 units and then select flash pc unit once flash start. Explain to customer it can take up to 35 mins. Or longer to update software, but once it complete reset software then transfer. Network config onto unit. Let customer know he will have to upgrade the software on each one of the older ones he has before he can transfer network config. Onto units. Customer thank me for my help and being patience with him.